Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06795 for the spyscope ds ii access & delivery catheter and for the spy ds controller. It was reported to boston scientific corporation that a spyscope dsii and spy ds controller were used during an cholangioscopy with spyglass procedure in the common bile duct for diagnostic cholangioscopy on (B)(6) 2024. It was reported that after some minutes of the exploration in the bile duct, they experienced loss of visualization. The doctor unplugged the scope and plugged it again, it worked for a moment, and it ended up malfunctioning again. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.